Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, there was plasma leakage. During a ross procedure, proceeded as normal; after approximately 3 hours of bypass time, plasma leak occurred. There were no loss of performance or any other issues. Bypass and the procedure were continued and completed as planned without any problems. *no health consequences or impact. *product was not changed out. *procedure completed successfully.